Event description:
It was reported that during an implant of the lead, it was noted that the insulation layer was broken. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The analyst also noted that no cut on the insulation was observed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.